Event description:
While using the in-line suction, the in-line tube pulled apart from the outside tube. It was still enclosed in plastic but only a small portion remained outside of the patient's trach tube. It was removed without injury to the patient.